Manufacturer narrative:
(B)(4). Batch #: p4t378. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lumbar fusion procedure that when the device was opened the top tyvek was flaking and contaminated the device and the sterile field. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/13/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample revealed that only the sngcb package was received, visual inspection showed that the tyvek was delaminated. The device was returned sealed inside its original packaging. Upon visual inspection, it was observed that the tyvek was delaminated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event description is confirmed as the tyvek was noted delaminated. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.